Manufacturer narrative:
(B) (4).

Event description:
The deep brain stimulator was exposed to a theft detector or security gate at a retail store. The stimulator was on at the time of the exposure. Afterward, the pt felt no stimulation. Her symptoms had returned. The deep brain stimulator was checked with the pt programmer. The status lights came on as intended. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.